Event description:
It was reported that the coil protruded from the catheter's tip. The target lesion was located in the moderately tortuous internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil became stuck inside the distal part of the imager catheter and was then removed. However, the coil protruded from the catheter's tip upon removal. The procedure was completed with another of the same device. There were no patient complications reported.